Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 65 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include excessively sweating, slurred speech and patient thought she had a stroke as she couldn't move her legs. Patient's husband called an ambulance and paramedics treated her with glucagon. Paramedics also ruled out that a stroke occurred and patient eventually felt better. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 5:20, 10:31, 12:47, 5:10am; bg (mg/dl): 303, 500, 499, 65 (pod deactivated); cho(g): 40, 48; bolus(u): 5.8, 15, 5.85.